Manufacturer narrative:
(B)(4).

Event description:
The customer reported the heartstart xl failed to power up and that the ac and battery led lights were not lit. There was no report of patient involvement.